Event description:
It was reported to philips the device would not power on after the power supply was replaced. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer reported replacing the power supply, and the device would not power on. The fan would pulse when the device was off and charging. The rse asked the customer to confirm the battery voltage. The battery showed 12.1. The rse informed the customer the battery needed a minimum of 14 to be able to run on battery. The rse advised the customer to leave the battery charging overnight and if it is not fully charged, or showing 12 volts, the battery should be replaced. The customer has a battery on order. Following the evaluation of the device, the customer replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. It was determined that the root cause was the battery.